Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release no conclusion can be made at this time.

Event description:
It was reported that the pump had re-booted and that the battery life became weaker over the past two weeks. It was also indicated that the battery was changed every two to three days and the battery cap was secure to the pump, but that the battery life would only last for a week. There was reportedly no damage to the battery compartment or battery cap, but that the yellow o-ring was visible.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the pump black box. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours with no power issues. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.